Event description:
A doctor alleged that a patient experienced sensitivity after sonicfill was used to replace the patient's existing amalgam fillings.

Manufacturer narrative:
Sonicfill was used to replace the patient's existing amalgam fillings; the restorations were performed between (B)(6) 2011; however, the doctor could not recall the exact date of each procedure. The doctor performed the restorations for teeth #13, 14, 15, 29, 30, and 31. Sonicfill was used as a core build-up for teeth #14 and 15, as they were large restorations that required the placement of crowns. Due to the sensitivity, a root canal was performed on tooth #14 after placement of the permanent crown. The patient alleged that she was still experiencing symptoms of sensitivity in her #15 tooth; the doctor removed the sonicfill composite and replaced the restoration with a temporary material. Amalgam was used to complete the restoration for tooth #15. It was confirmed with (B)(6) through a follow-up phone call that the patient has not required or sought additional treatment; however, she is still experiencing sensitivity with regard to all of the restored teeth. The doctor's assistant, (B)(6), reported that this was an isolated case and presumes that the patient has material sensitivity or allergies. The product was not returned and no lot number was provided; therefore, no investigation can be conducted.